Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to possible infection. There was no confirmation if the system was successfully explanted at this point. There were no additional adverse patient effects reported. All available information indicates that this previously capped right ventricular (rv) lead remains capped.